Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse noted "a crack in the connection closest to the roller clamp." Although requested it is undetermined on where the crack was located. Event occurred during priming.

Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. During visual inspection it was noted that the proximal vent of the micron filter was cracked. There were no other damages or issues observed with the rest of the set. Functional testing was performed and the set leaked from the filter vent hole. The root cause of the leak was identified as a cracked filter. The cause of the crack was not identified.